Event description:
According to the literature, a retrospective study examined stapler line reinforcement and its association with postoperative leakage and bleeding rates in 510 patients who underwent laparoscopic sleeve gastrectomy between 2011 and 2018. There were 286 patients in the reinforcement group and 224 in the nonreinforcement group. In all patients, a ligasure or a competitor device were used to perform dissection along the greater curvature was used started 3 to 4 cm from the pylorus and proceeded toward the left crus. Leaks were diagnosed using computed tomography (CT) or an upper gastrointestinal radiograph. Postoperative complications included staple line leaks, bleeding, and trocar site hernia. There were 9 leaks in the nonreinforcement group. 3 patients were successfully treated with laparoscopy, primary suture of the leak site combined with sems placement, and drainage the day after surgery. The other 6 leaks were treated with laparotomy drainage and sems. Four 4 patients who suffered bleeding in nonreinforcement group. Two needed exploratory laparoscopies, through which the staple line bleeding was found and controlled, whereas 2 patients were treated conservatively. There were 2 leaks in the reinforcement group observed 7 and 8 days after the operations. The leaks in the reinforcement group were successfully treated with self-expandable metallic stents (sems) and CT-guided drainage. Postoperative bleeding was observed in 5 patients in the reinforcement group and treated conservatively. Two patients underwent second operations: one for an incarcerated trocar site hernia and another for a partial migration of the sleeve segment to the thorax cavity, which led to partial obstruction. Extended hospital stay and readmissions were reported.

Manufacturer narrative:
D10 concomitant product: unknown endo gia sulu (lot#: unknown); unknown vloc product (lot#: unknown); 173022 endo close (lot#: unknown); unknown ligasure instrument (lot#: unknown); unknown endo gia sulu (lot#: unknown) mümin coskun, tevfik kivilcim uprak, ömer günal, aygün aliyeva, and asim cingi. Reinforcement in laparoscopic sleeve gastrectomy: is it effective? Surgical laparoscopy, endoscopy & percutaneous techniques 34(3), june 2024. Doi: 10.1097/sle.0000000000001283. Pmid: 38736400. Pages 290-294. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.